Event description:
It was reported that the patient experienced unspecified issues with an artificial urinary sphincter (aus). The device was explanted and a new aus was implanted. No information was provided about the patient's outcome. Additional information was requested and will be provided as it becomes available.